Event description:
Describe event or problem: balloon burst.

Manufacturer narrative:
The report we received from our affiliate indicated that, during a dilation of a calcified artery below the knee, the balloon burst at an unk inflation pressure. Reportedly, hand injection was used. Another balloon was used to complete the procedure. There was no report of adverse effect to the pt. The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.